Event description:
During clinical use, the balloon burst at an inflation pressure of 8 atms. There was no report of pt injury or complications.

Manufacturer narrative:
The product has not been returned to co for evaluation and testing. This file is considered closed. Should the product be returned at a later date, a folloe up wil be submitted for co's review.